Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The pst observed that the application board of the roller pump was not functioning correctly while troubleshooting.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the roller pump had a bad application board. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) replaced the pump pod assembly since application boards are no longer available. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.